Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 17-oct-2023, the patient reported the events of infusion set fell off during use with 12 infusion sets. The infusion sets had been used for 3 hours. Therefore, the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Device 2 of 12.